Event description:
Per the info provided to co by the physician's office, the device was removed due to a "decompression malfunction". As reported to co, the entire device was removed and replaced with a mentor 2-piece inflatable penile prosthesis. 5/28/97 - upon receipt of the physician/surgeon's operative report, he stated,..."pt developed decompression malfunction indicating a leak of the device. Procedure: a small transverse incision was made in the infrapubic area, carried through skin, subcutaneous fascia and utilizing electrocautery the remainder of the dissection was carried out to isolate the prosthesis. The component parts of the device were readily excavated in their respective areas. It was evident that the leak was in the left cylinder where the cylinder wall had lacerated at the attachment to the rear-tip connecting portion of the cylinder. There was almost a complete transection of the cylinder at that point".